Manufacturer narrative:
The insulin pump passed the displacement test, rewind, self test and reset error test. All operating currents were within specification and the off no power alarm functioned properly. The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a faulty force sensor resistor. The occlusion test and excessive no delivery alarm test could not be performed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window, cracked reservoir tube, cracked battery tube threads and a stained end cap sticker.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery followed by a motor error alarm during insulin bolus delivery. It was stated that the customer was with her mother at the hospital to get treatment. Initial blood glucose value was 330 mg/dl; last reading is 425 mg/dl. Device was not exposed to a magnetic field. Customer does use the sensor feature. Troubleshoot could not be performed as the customer was not present. Nothing further reported.